Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The initial reporter was the getinge technician. Getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, the paint blistered and the rust occurrence on the surface were identified. We decided to report the issue in abundance of caution as this situation could have lead to particles falling off into sterile field or during procedure and may cause serious injury. Defective part was replaced and device was put back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since rust occurred and paint was peeling, which could be considered as technical deficiencies, and in this way the device contributed to the event. Provided information does indicate that upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint peeling is moderate and for rust occurrence is also moderate. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. For the type of case at hand the subject matter expert also indicates as follows: - this event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. - such troubles should have been detected first by the user during daily and monthly checks. - the current cleaning product must be improved as described in the user manual. - the damaged parts must be replaced as soon as possible. User manual for powerled mentions the recommendations about daily inspection, proper cleaning methodology and preventive maintenance. Analysis performed on a similar case, including photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. In summary, peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75% (nu powerled 01581 en 09, page 17). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (nu powerled 01581 en 09, page 20). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (nu powerled 01581 en 09, page 35-37). We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 6th april, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device,  the paint blistered and the rust occurrence on the surface were identified. We decided to report the issue in abundance of caution as this situation could have lead to particles falling off into sterile field or during procedure and may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.